Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0250" offset at the tips. This causes the jaws not to close. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument's jaws could not close properly. The customer continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.